Manufacturer narrative:
The events of infection (unknown onset) and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: infection; seroma.

Event description:
Patient representative additionally reported that the patient experienced "anxiety" "fear due to risk of further/increased risk of alcl," "infection", "heat sensation", "pain prior to explant procedure", "seroma", "rashes", "itching", "swelling". The following reported events have been deemed not related to the device: "mental pain", "chronic pain" "permanent physical injury, mental and emotional suffering, fear, grief" "permanent scarring," "scarring, disfigurement, diagnostics and explant, reconstruction, hospitalization, additional care" "asymmetry of breasts."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported right side capsular contracture baker grade IV. Device was explanted.